Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump where it was reported via medwatch (MDR report # mw5113336 that stated the patient was receiving blood product on secondary line. Volume to be infused under programed. The nurse was present to ensure completion of the infusion. While the vital signs were being obtained, blood was noted to have completed with the secondary line dry. No remaining blood product in filter tubing with filter compressed flat. There was patient involvement and there was no further report of additional human harm.